Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the blue fiber cable port 2 pigtail (scrap item) due to the 31089 errors. The system was tested and verified as ready for use.

Event description:
It was reported that during a training/demo of the da vinci system, errors occurred. The reporter informed that prior to the training, they were powering up the system before a procedure when an error 170 occurred instructing the user to reseat the blue fiber cables. The blue fiber cables were reseated, allowing the procedure to be completed without further issues. However, the issue returned during the training. The technical support engineer (tse) reviewed the system logs and noted error 31089, which indicated an issue with tower fiber port 2. There was no report of patient involvement.